Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump kept wanting to suspend and the interstitial signal was dropping. The customer's blood glucose level was 7.0 mg/dl but their sensor glucose reading was 4.5 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.